Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified, stenotic lesion in the lad coronary artery. The pt was asymptomatic during this event. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'well'.